Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to the appearance of long av delays. It was noted that this pacemaker also exhibited farfield signal oversensing. Technical services (ts) reviewed the current programming and recommended turning off atrial flutter response (afr) to address the timing concerns. This pacemaker remains in service. No adverse patient effects were reported.